Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: using scopes that have not been adequately reprocessed on patients. A root cause could not be identified. Based on the results of the investigation, the cause for the reported event was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device shows that the reprocessing was performed with the disinfectant solution not being effective/ the intended usage period for each bottle of acecide is typically around 20 days, but the facility used it for as long as 51 days. The event occurred during reprocessing. There were no reports of patient involvement.